Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a nonrecoverable 319 fault occurred on a universal surgical manipulator (usm) 1. The customer performed a hard power cycle on the patient side cart (psc), but the fault remained. The customer used the instrument release kit (irk) because an instrument was stuck in tissue under laparoscopic visualization; the instrument was released but the psc was not movable. The psc was placed into manual mode, but it did not move because the psc feet were deployed. Another psc power cycle was performed, which disengaged the psc feet and allowed the psc to be moved out of the sterile field, and the procedure continued laparoscopically. Later, the 319-fault returned along with a 252 fault. Technical service engineer (tse) performed a system log reviewing which showed the 252 psc timeout and blue fiber cable errors from the vision side cart (vsc) second port down to the psc. The customer was unable to undock and back the system away from the table, so guidance was provided to place the psc into manual drive and back it away; the team then used manual drive to back the psc away. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery due to universal surgical manipulator (usm) arm 1 failing and the procedure was unable to be completed as a three-arm procedure. The stuck instrument was successfully released from the usm arm without any tissue damage and no bleeding occurred. The port incision site was not increased, and no additional ports were added due to the conversion. There was no patient injury or harm due to the event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.